Event description:
Customer's sister called to report his passing. Caller stated that customer committed suicide. Customer wearing insulin pump at time of death. Customer may have been having issues with his insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.